Event description:
It was reported that post implant procedure during a follow up pericardial fluid had accumulated. Treatment was performed to clear out the fluid. Lead was repositioned to further address this issue. No information was available to clarify if the repositioned lead was the right ventricle or right atrial lead. It was confirmed that the patient is in stable condition post procedure with no adverse health effects. Should further information be received, an updated report will be provided.